Manufacturer narrative:
Eval of the received device log files confirmed the reported problem regarding the gas supply sub-test failure during the pre-use checks. It can be confirmed in the log files that the measured o2 supply pressure between the monitoring printed circuit board (pcb) and control printed circuit board differed more than the allowed value. The values in the failed sub-test indicated that it was the monitoring pcb that failed. In the technical logs there was a technical error related to a system ID conflict, and the recommendation in the service manual is to replace the monitoring pcb. Both of these pieces of evidence lead to the indication of a possibly defective monitoring pcb. There was no info provided that the monitoring pcb was ever replaced. No parts were received back for investigation, therefore, the root cause for the problem cannot be determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the gas supply test during pre use check. There was no patient involvement.